Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2012 isi contacted (B)(6) (initial reporter) at (B)(6). (B)(6) indicated that the maryland bipolar forceps instrument stopped responding approximately 2/3rds through the planned surgical procedure. (B)(6) indicated that the removal and inspection of the instrument by the aid found that the wire on the instrument was broken. (B)(6) indicated that there was no observation of fragments falling into the patient. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the distal articulation on the maryland bipolar forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Late submission of this medwatch report is due to a reporting oversight by the responsible complaint handler.